Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold lite vaginal support system, the tip of the suture, with the needle at the end, detached outside the patient. The physician completed the procedure with another uphold lite vaginal support system with no complications to the patient, who was doing fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh body revealed that the suture was broken and the needle was missing from the blue dilator with the white stripe. Visual analysis of the returned capio device revealed that a small portion of the broken suture with the needle at the end was inside the cage. Additionally, the needle carrier was bent and the handle was cracked. Functional analysis showed that the bent carrier did not deploy to the center slot of the cage. Most likely, the bent carrier is a result of the rotation of the capio device within the patient¿s anatomy to position the needle properly. The cracks in the capio handle likely occurred during the return shipment. The break in the suture did not appear frayed. It is possible it was damaged during placement causing it to break when pulled through the ligament.

Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold lite vaginal support system, the tip of the suture, with the needle at the end, detached outside the patient. The physician completed the procedure with another uphold lite vaginal support system with no complications to the patient, who was doing fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4).